Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified arteriovenous fistula. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. A pinhole was seen on the middle portion of the ruptured balloon. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).